Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-9625, batch 022135, was received for investigation. The reported allegation noted that the tip was warped/twisted. Upon visual investigation it was noted that distal tip of the device was damaged. The geometry of the tip was twisted, and the tip was broken. Functional testing was not performed due to the damage to the distal tip of the device. The most likely cause can be attributed to over-torquing/over-engaging the driver within the screw head.

Event description:
On 6/20/2024, it was reported by a sales representative via (B)(4) that (qty. 2) of an ar-9625 3.0 mm hex driver were broken with no further information provided. This was discovered during a procedure, with no reported patient harm. Additional information was received on 6/25/2024: the tip is warped on one and broken on the other. This was discovered during a reverse tsa procedure on (B)(6) 2024. The case was completed when they were done using the device. There was no case delay. Additional information was received on 7/2/2024: the rep could not confirm which ar-9625 3.0 mm hex driver was broken and which one was warped. All fragments were retrieved of the broken ar-9625 3.0 mm hex driver.